Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the atrial lead exhibited noise over-sensing. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A partial lead was returned in two pieces. Visual examination found full breach outer insulation degradation exposing the outer coil located adjacent to the connector boot and full breach outer insulation degradation exposing the outer coil located at the proximal region on the connector portion of the lead. The cause of the reported event was due to the exposure of the outer coil in the degradation zone. Electrical testing was normal with no anomalies found.